Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31mm sjm masters series valve expanded cuff valve was chosen for a procedure. During procedure, the surgeon was suturing the valve in place and possibly attempted to reposition valve and somehow the leaflet got broke. The valve was explanted and a new 31mm sjm masters series valve expanded cuff was chosen and completed the procedure.

Manufacturer narrative:
An event of leaflet fracture was confirmed. The investigation found one leaflet to be fractured into two pieces. The valve rotated freely. The valve was visually and microscopically examined. The sewing cuff was noted to be torn and contained blood/body fluids, which is consistent with damage during use. The recessed pivot areas, pivot guards, intact leaflet did not contain any visible evidence of surface damage or anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. While the root cause of the leaflet dislodgement could not be conclusively determined, there was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflet. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 31mm sjm masters series valve expanded cuff valve was chosen for a procedure. During procedure, the surgeon was suturing the valve in place and possibly attempted to reposition valve and somehow one of the pieces came off. The valve was explanted and a new 31mm sjm masters series valve expanded cuff was chosen and completed the procedure.